Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced more than four power on resets (por) and wireless telemetry functionality was lost. Additionally, the patient received several inappropriate shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary continued: testing and evaluation determined the hybrid to be fully functional with nominal current drain. No new unexpected pors were generated during the analysis which included temperature storage and temperature cycling. The device passed diagnostic system testing. The analysis was terminated with no cause identified for the pors. No hybrid related anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a firmware error message/code. Analysis of the device memory indicated the electrical reset alert.